Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet insulin pump exhibited a cracked screen that became nonresponsive after the device was carried in a pocket, and the device was deemed nonfunctional and replaced. Symptoms included no adverse clinical effects and no blood glucose impact. Outcomes included use of cgm via the dexcom application or receiver while awaiting the replacement device and advisement that the replacement would require a standard startup process. Investigation included customer interview, verification of shipping and return logistics, shutdown guidance to prevent further alerts, and data synchronization instructions via the mobile app. Investigation of this device revealed physical damage to the display/touchscreen component consistent with external impact, aligning with a device mechanical damage problem affecting the user interface. It was concluded, based on previously established findings for similar reports, that the cause was user-related external physical damage rather than a device manufacturing defect.